Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal unknown baclofen, bupivacaine, clonidine, and fentanyl (concentrations and doses unknown) via an implanted pump for spinal pain. It was reported the patient went to get her pump filled and after they filled the pump, she went into respiratory arrest. The area around her pump was swollen and it looked like ¿medicine went into her skin instead of the pump.¿ it was noted a company representative (rep) came to the hospital to ¿turn off the pump¿ on the date of the occurrence. Healthcare provider (hcp) listings were sent to the patient. The patient did not currently have an hcp. The event date was (B)(6) 2019. No further complications were reported/anticipated or expected.